Event description:
It was reported that a merlin.net transmission showed the patient received multiple inappropriate atp therapies for supraventricular tachycardia. It was noted that the patient has a lot of premature atrial contractions. Programming changes are being evaluated.